Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiia endoleak was refuted, rather there was a type iiib endoleak of the afx bifurcated stent graft resulting in the limbs separating from the main body portion of the afx bifurcated stent graft and multiple stent fractures. The event is most likely device related (use of strata material). Additionally, the reported sac growth (of 18mm) was confirmed. Procedure related harms for this event could not be determined. The final patient status was not reported. Also, a root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined. The patient was reported to have other medical issues and was being monitored. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension, an infrarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). An additional limb stent graft extension was implanted 29 days post initial implant for a previously reported event (2031527-2019-00259). Approximately five (5) years post initial procedure, a type 3a endoleak with sac growth (12cm +) was reported. Treatment is being discussed. The patient has other heath issue including cancer. Additionally, clinical assessment determined that there was evidence to reasonably suggest a type iiib endoleak of the afx bifurcated stent graft, with multiple stent fractures and complete separation of the limbs from the main body itself occurred that was not included in the event as reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension, an infrarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). An additional limb stent graft extension was implanted 29 days post initial implant for a previously reported event (2031527-2019-00259). Approximately five (5) years post initial procedure, a type 3a endoleak with sac growth (12cm +) was reported. Treatment is being discussed. The patient has other heath issue including cancer.